Event description:
On (B)(6) 2013, the nurse reported that the patient was seen today and high impedance was observed. It was explained that the patient had a replacement on august 7, 2013 and the device was programmed on (B)(6) 2013. Per the notes, diagnostics were performed on (B)(6) 2013 and the results were within normal limits. The nurse stated she was going to program the patient off today and order x-rays. Review of the lead device history records confirmed all quality tests were passed prior to distribution. Clinic notes were received, which confirm that high lead impedance was observed on (B)(6) 2013 and the device was checked three times. Both normal and magnet output current were reduced to 0ma after the lead impedance was observed. The patient's family reports multiple magnet swipes, but is unable to perform system diagnostics secondary to lead impedance. Surgery is likely, but has not occurred to date. No other information has been provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.